Event description:
Reporter indicated that when she sleeps closely with the patient, she feels like she is picking up some of the electrical current from the vns. These events were described as lasting for approximately 20-30 seconds, occurring once or twice per week, and without any pain or discomfort. Additionally, reporter indicated a concern that the device may be "misfiring". Occasionally she would witness the patient making a strange noise and a "jeering" movement. Following these episodes, the device will stimulate. These episodes commenced in 2000 and are infrequent (once every three months). These episodes last 30-40 seconds. Reporter indicated that she is uncertain if these may be seizures. It was reported that there were no unusual environmental hazards present. Further investigation revealed that the reporter no longer believed that the device was "misfiring"; however, some irregular night breathing was reported. These different breathing patterns began in 2001. It was reported that the patient changes medication dosages and frequencies very often and is currently on four anti-convulsive drugs. It was reported that since the vns implant, the patient has had mild seizure control, but is more aware and alert than before the implant. Physician reported that the patient developed irregular breathing after patient had a prolonged seizure that was probably related to an inadvertent elevated lamictal administration. Physician indicated that he did not believe that the vns was the cause of the irregular breathing. An ent reviewed the patient's sleep tapes and concluded that there were periods of apnea throughout the night when the patient was asleep. The device was temporarily programmed to off and the patient's breathing returned back to normal, but patient had an increase in seizures and developed dyspnea. The device was programmed back to on with parameter adjustments in hopes of maintaining seizure control without further breathing difficulties.